Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider. It was reported that on (B)(6) 2015, the pump was filled. Telemetry read out indicated 3ml was left in the pump however 10ml was withdrawn. The pump was refilled with 20ml on (B)(6) 2015. The physician recommended a dye study to check patency of the intrathecal (i.t) catheter. It was reported that they were unable to complete dye test on (B)(6) 2015, they could not access side port and rescheduled with "stronger" c-arm. On (B)(6) 2015, the pump was refilled and there was supposed to be 3ml left but there was 5ml aspirated. They were waiting for the insurance company to authorize replacement of pump and catheter. It was noted that elective replacement indicator (eri) was 4 months. The patient hadtheir present catheter since 1995 and had extension tubing replaced in (B)(6) 2009.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l35108, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving sufentanil 50ug/ml at 21.2ug/day via an implantable device. The indications for use was noted as non-malignant pain and other non-malignant pain. A volume discrepancy was 4.7cc¿s. There were no other volume discrepancies noted on past refills. The day of the report was the first time the healthcare provider noticed any type of discrepancy. In (B)(6) 2015, the patient was extremely symptomatic, loss of pain control and the onset was sudden. There were no audible pump alarms per the healthcare provider and the event logs were not checked and the patient was already sent home. It was also noted that the healthcare provider was dealing with the patient¿s insurance company for the pump replacement due to normal battery longevity, (eri was about 5 months) and they were giving the healthcare provider a hard time. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.